Event description:
During the permanent implant procedure the physician reported difficulty inserting the lead into the lead extension. Although the lead was partially inserted, the physician decided to proceed with the permanent implant, since the pt reported adequate coverage. Subsequently, the lead was disconnected from the lead extension. The lead and lead extension were explanted and replaced. The pt's system is now fully functional.